Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a lamp module was not detected. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Error message "illuminator lamp module error: please reseat or replace lamp module" occurred on the lamp module. The fse restarted the system multiple times without resolving the error. The same issue occurred with a new lamp module. Eventually, the fse replaced the old lamp module, which resolved the issue. It was determined that both lamp modules were defective. The system was tested and verified as ready for use.